Event description:
The reporter's famliy member is diabetic and passed out. Pt fell on face and broke nose. Paramedics were called and pt was taken to the hosp. A lab was drawn and the pt's blood glucose level was 50mg/dl. Pt was given an IV, had x-rays and a cat scan taken. Pt uses a blood glucose device (suspect device) and it is unclear of the device involvement with this incident. When the suspect device is used, results are obtained in the 150-160mg/dl range. No info was provided on the device use and time of the incident. The pt's dr did double the pt's meds over the telephone without seeing the pt.